Event description:
Info received indicates, the head section is drifting when the weight of the pt is on the stretcher.

Manufacturer narrative:
The tech found the left release cable on the head section was too tight causing the head section to drift. The tech adjusted the release cables to repair the stretcher.